Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the mildly tortuous left superficial femoral artery. The physician advanced the 5.0-80mm, 80cm wanda balloon catheter to the lesion to predilate and on the first inflation, inflated the balloon to 7 atms for about one minute and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a 120cm wanda balloon catheter and the deployment and post dilation of a stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.